Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator exhibiting post paced t-wave oversensing. The patient was brought in to the clinic and the device was reprogrammed. The patient was reported to be in stable condition and no further incident was reported.